Manufacturer narrative:
The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. Device upon testing and as noted in b5, failed the leak testing (water leak test ) from cable near the rear side of the unit. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Based on evaluation findings, the failure found most probable cause is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Per instruction for use (IFU), it states: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a failed leak test. There were no reports of patient involvement.